Manufacturer narrative:
Company clinical eval comment: based on the info provided, the events thermal burns and blisters misuse as described in this case are considered serious bodily injury potentially requiring medical intervention. To prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
It has caused blisters and burns [thermal burn]. It has caused blisters and burns/ how painful one of the blisters is after nearly a week now [blister]. Case description: this is spontaneous report from a contactable consumer. A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare knee and elbow), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The consumer experienced blisters and burns, and shocked at how painful one of the blisters is after nearly a week now on an unspecified date. The action taken in response to the events for thermacare heatwrap was unk. The outcome of the events was unk. Additional info has been requested and will be provided as it becomes available. (B)(4)